Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the annual follow up, the pacemaker could not be interrogated (no communication anymore). Clincal history: -the patient was implanted with the pacemaker in (B)(6) 2024 due to badry/tachy syndrome in the right atrium (in atrial fibrillation). No patient files available due to potential programmer change. No implantation report by the physician. -the patient was implanted with a tavi in (B)(6) 2025 with complications: left main coronary artery stenosis, ventricular fibrillation and external shock. - no follow-up performed before the patient discharge the date on which the pacemaker became non-interrogable is unknown. The pacemaker has been replaced and the patient is non-pacing dependent. The lead was tested with a psa before connection and no abnormality was noticed. The pacemaker was implanted and no issue was seen since.